Manufacturer narrative:
Patient with unicondylar knee implant developed an infection. Surgical intervention to exchange poly insert occurred. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient with a unicondylar knee implant developed an infection. Surgical intervention to exchange poly insert occurred.